Event description:
Same case as 6000089-2006-02612 and 6000089-2006-02613. This complaint is now reportable based on the follow-up information received on 27 nov 2006. It was reported that during a coronary drug eluting stenting treatment procedure, an unspecified taxus liberte drug eluting stent (des) was used and 15 months later a patient death occurred. However, follow-up information indicates that three taxus express2 des were used in the procedure instead of the taxus liberte. A lesion was identified in the left anterior descending (lad) artery. There are no lesion characteristics available. A taxus express2 3.00x32mm des was deployed at 12 atm. Fifty five days later, lesions were identified in the left circumflex (lcx) and the right coronary artery (rca). There were no lesion characteristics available. A taxus express2 3.00x24mm des was deployed in the lcx at 12 atm and a taxus express2 3.00x20mm des was deployed in the rca at 14 atm. Approximately one year later the patient discontinued plavix therapy. Two and a half months later, the patient suddenly expired. The documented cause of death was acute myocardial infarction (ami) and the physician indicated that in his opinion the thrombosis occurred due to the stent. An autopsy was not performed. No further information is available.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident.